Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous forearm vein. The 6.0x40mm sterling balloon catheter was advanced to the lesion. The balloon was inflated twice to 14atms and during the second inflation, the balloon ruptured. There was no resistance noted during use of the sterling balloon. The procedure was completed with a 5.5mm symmetry balloon catheter. There were no patient complications reported and the patient's status is good.